Manufacturer narrative:
He returned device analysis could not replicate the reported unintended movement (clip open-locked) in a testing environment due to the returned condition of the device. It was also noted that the was caught onto the clip introducer, clip introducer material was torn, clip actuator coupler was broken, and the clip could not be removed from the sgc hemostasis valve as the clip was open 40°. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported unintended movement (clip open-locked) associated with the clip opening when attempting to remove the clip introducer at the hemostasis valve of the sgc could not be determined. The cause of the reported retraction problem (clip introducer) appears to be due to user technique of sliding the clip over the clip introducer. The reported difficult to remove (cds/sgc) was a cascading effect of the reported retraction problem (clip introducer). The observed material tear in the clip introducer and broken actuator coupler were cascading effects of the reported difficult to remove (cds/sgc). There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced in b5 is filed under a separate medwatch report.

Event description:
This is being filed to report a mitraclip that was difficult to remove from the steerable guide catheter. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure, an ntw clip was removed to place a larger clip. The ntw was closed per instructions for use (IFU), and retracted into the steerable guide catheter (sgc) safely. However, when attempting to remove the introducer at the hemostasis valve of the sgc, the clip appeared to open approximately 60-90 degrees and could not be removed. The clip and the introducer could not be removed, as the clip was also caught on the tip of the clip introducer. It is unknown if the hemostasis valve was damaged. It was determined that the entire system needed to be removed to prevent injury to the patient. The clip delivery system (cds) and sgc were safely removed. Another sgc and cds were prepared and completed the procedure. The mr was reduced to grade 3. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not replicate the reported unintended movement (clip open-locked) in a testing environment due to the returned condition of the device. It was also noted that the was caught onto the clip introducer, clip introducer material was torn, clip actuator coupler was broken, and the clip could not be removed from the sgc hemostasis valve as the clip was open 40°. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, the cause of the reported retraction problem (clip introducer) appears to be due to user technique of sliding the clip over the clip introducer (clip caught on the clip introducer). The reported difficult to remove (cds/sgc) was a cascading effect of the reported retraction problem (clip introducer). The observed unintended movement (clip open-locked) and material tear in the clip introducer and broken actuator coupler were cascading effects of the reported difficult to remove (cds/sgc). There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 investigation conclusions code 67 was removed.